Event description:
Healthcare professional reported the patient complained of sweats and increased spasticity. There were "no significant withdrawal symptoms, which was surprising because the patient was on a high dose of baclofen". At refill, 18ccs were withdrawn which was everything that had previously been instilled. The pump was replaced in 2002. The patient is reported to be doing fine. Patient's spasticity is better and patient is once again able to do own transfers.